Event description:
It was reported that the ao60g intraocular lens was inserted into the patient's left eye using the lp604340 inserter. The surgeon noticed a damaged haptic, the incision was enlarged to remove the lens, a backup lens was successfully inserted and a suture was placed. Please reference MDR number: 1119279-2013-00177 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.